Manufacturer narrative:
(B)(4). Catalog# corrected. Evaluation summary: he device was returned for evaluation. The stent damage and resistance during withdrawal was confirmed. The resistance during advancement was not confirmed however, is likely based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middleweight universal ii guide wire crossed the lesion. An attempt was made to advance the 3.0x15 mm xience xpedition stent delivery system (sds); however, it became stuck in the 6f guiding catheter. A balance heavyweight guide wire was placed and the same problem occurred. Resistance was felt during retraction of the sds from the guiding catheter and after retraction it was observed that one of the stent struts had flared. Another device was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure reported.